Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition, an issue related to the device active inhalation control module was observed. The device's exhalation control board was replaced to address the issue.